Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 450 mg/dl. Customer reported alarm did not occur during manual prime. Customer was unable to do troubleshoot because she declined. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 450 mg/dl. Customer declined to troubleshoot on pump and wanted replacement.